Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro cautery kind of burned out around the edges. Pa could see the heat being delivered, but it wasn't cauterizing. Occurred after about four branches, patient was not burned. A replacement device was used to complete the procedure.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro cautery kind of burned out around the edges. Pa could see the heat being delivered, but it wasn't cauterizing. Occurred after about four branches, patient was not burned. A replacement device was used to complete the procedure.

Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation. A visual inspection was conducted. Signs of clinical use and evidence of blood were observed on the jaws. Charred material was observed on the heater wire. Microscopic inspection was conducted. The heater wire was observed to be slightly flexed away from the center of the hot jaw, but remained attached at the base and tip of the hot jaw. The silicon insulation was observed to be intact and there were no signs of peeling, cracking or burn observed. No other visual defects were observed. The toggle switch was manipulated to test the jaws. It was observed that the jaws did open and close accordingly. The device was evaluated for electrical/cautery function. The jaws were cleaned and a pre-cautery test was performed per the instruction for use (IFU) with a reference cable, adapter and reference power supply. The device passed the electrical/cautery test, it did produce slight visible steam and the audible intermittent beeping sound during ten (10) 3-second activations and shut off when the toggle was released. The pre-cautery test was reated 10 times while the cable connections were manipulated with the same results. An activation and transection capability test was performed over three (3) repetitions using "max life test method. The device activated and produced light steam but was not able to cauterize the bacon. The handle was opened to evaluate the internal components. No visible defects were observed to the toggle. The switch was examined under microscopy. No residue or contamination was seen on the switch. Based on the return condition of the device, the reported failure " failure to cut" was confirmed, as well as for the analyzed failure ¿material twisted bent; wire". However, the reported failure" ¿thermal decomposition of device¿ was not confirmed.